Event description:
The customer reported to philips healthcare that the heart start xl signals low battery after just two discharges. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.